Event description:
Information was received indicating that this ambulatory infusion pump failed flow testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Three separate delivery accuracy tests were performed, and at least one was outside the pump delivery accuracy manufacturing specifications; confirming customer complaint. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.